Manufacturer narrative:
D9: date returned to mfg.: 8/26/2024. One device was returned for repair in good condition with no appearance of any physical damage. Service history review identified this device has not been in for service previously. Event log showed primary audible alarm background test. An occlusion test and an audio test were performed and could not duplicate the problem. No problem was found on speaker. Device passed all functional tests.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a system failure primary audible alarm background test. The event occurred during set-up before use. There was no delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.